Event description:
While scanning a patient, the wrap covering the in-line rf connectors from the body coil to the hybrid, apparently caught fire. There was no report of patient injury, however there is a potential for a serious injury to occur.